Event description:
It was reported that the patient's tee revealed calcification or the leaflets were not coapting properly. The device has not been explanted; however, the surgeon would like an independent review of the patient's echo. The date that the patient became symptomatic is unknown. The health care provider provided the patient's tee study dated 2008. The study indicated that post aortic valve replacement, the patient has had failure to thrive and has remained breathless with decreased energy level. The patient's tee revealed moderate to severe aortic insufficiency. The tee indicated that the there appears to be a central jet through the aortic valve leaflets. Please refer echo review.

Manufacturer narrative:
Device not returned. Echo review results : impression - the appearance of the aortic bioprosthesis cusps is abnormal, with diffuse thickening of the commissural edges and apparent cuspal retraction. This pattern is atypical for usual bioprosthesis structural degeneration (which would be expected to have associated echodense changes throughout the cusp bodies consistent with sclerosis and calcification), and could be related to an underlying inflammatory process or an atypical presentation of an ineffective process. There is associated aortic stenosis of undetermined severity due to diminished systolic excursion of the bioprosthesis cusps. There is at least moderate and possibly severe aortic regurgitation. Moderate central aortic regurgitation is associated with apparent incomplete central cusp coaptation suggestive of underlying diffuse cuspal retraction. Some views also reveal an eccentric aortic regurgitation jet that is suspicious for a paravalvular origin, although no paravalvular origin was demonstrated.